Manufacturer narrative:
The pump was received with a loose drive support disk, a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that he the end of the insulin pump was protruding. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that the pump was having issues he had 4 years ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.